Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the emergency room on two occasions. First visit was on (B)(6) 2016. The second visit was on (B)(6) 2016. Customer's blood glucose dropped to 79 mg/dl and customer collapsed and could not stand. Customer was insulin sensitive. Customer was experiencing nausea, vomiting and weakness. It was found that customer had sinus. Troubleshooting was performed on insulin pump. Customer was advised to monitor insulin pump and to have healthcare professional check basal rates.